Manufacturer narrative:
The insulin pump had no button response due to flatten dome switch. Unable to perform occlusion and prime/a33 alarm test due to no button response.

Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis. Troubleshooting was not performed. Nothing further was reported.